Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer noticed blood backing up into the helium tube. The pump was then disconnected and the iab was removed. There was no reported injury to the patient.

Manufacturer narrative:
Additional information section d - device available for eval? From: yes to: no. Section h - evaluation method codes added: historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Manufacturer narrative:
Complete initial reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer noticed blood backing up into the helium tube. The pump was then disconnected and the iab was removed. There was no reported injury to the patient.